Event description:
A malfunction on the pump was reported by the caller, who experienced an issue connecting with their g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer chose to reset the pump following instructions provided by technical support and was advised to be at a certain distance from the old sensor during the process. Despite resolving some issues, the malfunction code on the pump was not resettable, so technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on returning the malfunctioning pump and setting up the replacement while confirming their understanding of the steps involved. Customer reverted to an alternative method of insulin therapy.